Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The investigation into the impella cp low pump flow issue has been completed.

Event description:
The complainant reported a patient, race and ethnicity unknown, noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During implant, pump encountered positioning issues due to cannula kink. The catheter needed to be repositioned twice before being placed in the optimal position. During removal of the guide wire, the operator noticed that the wire was trapped inside the lumen of the catheter. The kinked cannula was able to be straightened. Due to concerns about the efficacy of impella pump, it was decided to use a new impella pump for continued support. No patient harm was reported.